Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-22955.

Event description:
The customer reported that his sensor was reporting lower numbers than his blood glucose, leading to threshold suspends on his insulin pump. He stated that the sensor hurt upon insertion and a large bruise developed that was twice the size of a quarter. The customer's blood glucose was 300 mg/dl, when his sensor gave a reading of 120. The customer did not show signs of infection and there was no blood at the insertion site. The customer declined troubleshooting and believed there may have been some clotting around the sensor causing the sensor glucose and blood glucose variation. Further assistance was declined. Nothing further was reported.